Event description:
The patient reported having a 12.1mm micl 12.1 implantable collamer lens implanted in his right eye (od) on (B)(6) 2010. The patient reported he saw his doctor on (B)(6) 2013 and a cataract was diagnosed. The surgeon is planning on explanting the lens.

Manufacturer narrative:
(B)(4) - cataract, induced. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (other): medical review. Results (other): per medical review - reportedly development of a cataract was diagnosed at the clinical exam three years post icl implantation . No reported loss of bcva. According to the patient, the surgeon was planning to explant the lens but no date was provided. It should be noted that only 1-2% develop a cataract, that is clinically significant following icl implantation, especially high myopes and older patients. The reassessment will be performed when (if) information from the surgeon is obtained. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).